Event description:
It was reported that the patient presented to the hospital for a post-operative follow-up. Upon device evaluation, the right ventricular (rv) lead was found to exhibit high pacing impedance, failure to capture, and variability in r-wave amplitude. The patient was subsequently transferred to the electrophysiology (ep) lab, where rv lead perforation was identified. The lead was successfully repositioned on (B)(6) 2025, and the patient remained stable throughout the procedure.